Event description:
Product not sold in us.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Hip revision - replacement of cup due to loosening.

Manufacturer narrative:
Product is not sold in us. Depuy considers this investigation closed.